Event description:
It was reported that there was a crack on the top right corner of the screen and the plastic cover of the screen on the customer's insulin pump. The customer's blood glucose was 400 mg/dl. It was stated that the customer could read the screen and there was no apparent malfunction. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).